Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of high dfts could not be verified in a laboratory setting. The device was tested on the bench and using automated test equipment and no anomaly was found. The device met all of the test specifications.

Event description:
It was reported that after implant, dft testing failed to convert the patient. The device and leads were explanted and replaced.